Event description:
Customer reportedly obtained results of 80 mg/dl on the compact system and 300 mg/dl on a lab drawn within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.